Manufacturer narrative:
(B)(4). D10: cat: ep-112848 lot: 6186769 exc abt e1 n/flng cup. G2: foreign japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seven years post-implantation, the patient underwent a hip revision due to dislocation. The head was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. H6: suggested component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. It was identified that zimmer biomet head was implanted with a noncompatible device. As per IFU, the implants should only be used in combination with components authorized by zimmer biomet. It is unknown if this off-label usage may have caused or contributed to the reported events. A definitive root cause cannot be identified. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.